Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell on the pump and the touch screen became shattered. Additionally, customer was unable to see and navigate most of the bottom of the touch screen due to the damage. Customer's blood glucose was approximately 360 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.